Event description:
Healthcare professional (hcp) reports a cracked venous header noted during pt hemodiaysis treatment. Hcp stopped treatment at time leak noted. Dialyzer replaced and treatment completed. Hcp reports estimated blood loss was 120cc. Hcp reports the dialyzer was reused 8 times prior to report. Hcp reports no pt injury.